Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The finished good lot specific to this event is not known; therefore, lot history and DHR review was not possible. Customer did not retain a sample to return for investigation; therefore, it is not possible to determine the root cause of this incident. An internal investigation has been opened to investigate this issue. (B)(4).

Event description:
A nurse reported that there were bubbles in the patient's eye during a procedure. There was no patient harm reported. Additional information was received from a nurse reporting that the bubbles in the eye, during surgery, made I hard for the surgeon to see. There was no patient impact. This is the second of two reports being filed for this facility.